Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the evis exera iii video system center exhibited an no image. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the reportable event was confirmed. The probably cause was most likely attributed to a faulty printed circuit board. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.